Event description:
On 8/20/96 pt admitted to hosp for medical epicondyle fracture of humerus. On 8/20/96 small fragment procedure performed. While drilling the 3.5mm cannulated screw with the 2.6mm cannulated drill, drill contacted a k-wire and tip of drill broke in pieces. Drill removed, but fragments remain in pt.